Event description:
The patient reported that their device stopped working. Pt was seen at the implant center for device evaluation. External equipment was replaced; however, the problem was not resolved. Testing conducted at the center confirmed that the device was no longer functioning. Revision surgery is to be scheduled.